Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep indicated that they noticed a short between electrodes 2 and 15 during the patient¿s post operation follow-up appointment today. The rep stated that the post-operation image showed that the two electrodes were crossed. The rep stated that the impedances were fine post-operation. The healthcare provider (hcp) indicated that the two electrodes are not needed for programming. Technical services reviewed with the caller that electrodes 2 and 15 could still be used, but not in combination with each other. No symptoms were reported. The event occurred on (B)(6) 2018. It was reported that when impedances were tested at the patient¿s post-operative appointment both electrodes 15 and 2 showed impedances of 180 ohms in reference to each other. These were listed as avoid and a warning was shown that there was a possible short. The implant image showed these two electrodes to be very close and possibly crossed. After speaking with technical services, it was suggested that they may be crossed causing the impedances to be low in reference to each other. The rep informed them that the electrode itself was not damaged and still could be used just not in combination with the other. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.